Event description:
Ptca was being performed on a 75% de novo lesion in the proximal left circumflex with moderate calcification. The lesion was also moderately calcified. The radial approach was chosen for the procedure. Pre-dilatation was conducted with a 2.5x15mm lacross balloon at 6atm for 30sec. Then the first cypher, a 3.0/28mm was delivered to the target lesion distally, and the stent was implanted without problem. Then the 2nd cypher, 3.0x23mm, (complaint product) was delivered to the target lesion proximally to the 1st cypher, and the sds was moved back and forth to locate the position of the stent. During inflation of the 3.0x23mm cypher stent between 16-18 atmospheres, the physician noticed leakage of contrast medium from the distal shoulder of the balloon. Therefore, the physician suspected that the balloon was ruptured. Post-dilation was conducted with a 2.5x15m lacross balloon. The procedure was finished successfully and there was no patient injury reported. The device appeared normal before the procedure and was prepped per IFU. There was no resistance felt while inserting the device. The inflation device, type of contrast and the ratio were requested but were not available. The product was clinically used and the sds will be returned for analysis. The physician commented that when the sds was moved back and forth, the balloon might touch the proximal edge of the 1st cypher.

Manufacturer narrative:
This device is not distributed in the united states but belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. It is available for testing evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.